Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had sensor break. The customer¿s blood glucose was unknown at the time of the incident. Customer stated the cannula was missing from the sensor as if it snapped off into his stomach. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Cannula found whole; no broken or missing parts. See image for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.